Event description:
4.5mm cortex implanted 2001 along with a 135 degree dhs plate, broke 2 1/2 months post-operative. All implants were left in the pt until pt healed. The implants have now been removed but removal date is unknown.